Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during inspection prior to the surgery the blade broke in the handpiece device. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The quality investigation is complete. Device discarded.

Event description:
It was reported that during inspection prior to the surgery the blade broke in the handpiece device. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.